Event description:
It was reported that this right ventricular (rv) lead appeared to have no daily impedance measurements. Technical services (ts) determined the daily measurement was programmed off. There was no gradual rise in shock impedance measurements exhibited, however, there was one excursion greater than 125 ohms. No adverse patient effects were reported, and this rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.